Event description:
(B)(6): target, walmart, food city, kroger (not store specific) several times in past 6 months almost immediate, within 4 hours of wearing chemical burn...clears up if I do not use the product (always discreet). Same with the husband and his incontinence product (depends - the cup). Reporter email: (B)(6) / additional product details: have had several packages of this product made in canada. Also men's depend incontinence product made in canada has same issue as always products. We are getting chemical burn like reactions within a short span of putting product on. This was not happening 6 months ago. What changed in chemistry make up of these products? Ref: mw5189015.